Event description:
Boston scientific received information that the patient contacted boston scientific technical services (ts) and stated he experienced syncope approximately a week earlier. Ts referred the patient to his physician. The patient did note that he had informed the clinic of this event. The cause of the syncope is unknown at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.